Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Subsequently, the ra lead was explanted and replaced. The field representative indicated the patient was not symptomatic. No additional adverse patient effects were reported.